Manufacturer narrative:
The lens was returned dry, in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and the lens having foreign material on lens surface (fibers). No similar complaint type events were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vicm5_13.2 implantable collamer lens, -04.50 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and pupil block, with elevated intraocular pressure. The patient experienced an unreactive pupil (fixed) and iris atrophy. The surgeon performed pupilloplasty. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.